Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was returned and evaluated by the manufacturer. The insulin pump was received with no act and down button response due to corroded keypad traces also, moisture damage was found on electronic and motor assembly. No button error alarm noted. No ramping numbers on their own or scrolling bar moving anomaly noted. The insulin pump had minor scratched display window, cracked case at the display window corners, cracked reservoir tube lip and missing the end cap sticker.

Event description:
The customer reported that the insulin pump was exposed to moisture at a water park. The insulin pump alarmed during the bolus process. Blood glucose reading at the time was 350 mg/dl. Advised the customer that the insulin pump will be replaced. Nothing further reported.